Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that the high rv thresholds caused a reduction in the implantable pulse generator (ipg) longevity. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.